Event description:
Additional information received from the patient was partially illegible. On approximately (B)(6) 2016, he was provided with a new charger and antenna array. He was now approaching 90 to 100% charge in two to three hours. He provided further information that the replacement charging unit seemed to correct the problem. The issue was resolved and all was well.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported that the patient had problems recharging their implant since they were put in. They did get 8 coupling bars but it would never fully charge even if they sat for 4 hours. Poor coupling was reported. The patient met a manufacturer representative on (B)(6) 2016 to troubleshoot. The manufacturer representative told the patient to get a replacement implantable neurostimulator recharger (insr) and antenna. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.